Event description:
It was reported by the customer " they use it and flushed saline and the catheter was leaking. It was hole within the hub. The catheter was pulled out and they needed to place a new one." Additional information received 4/28/2023: it was reported by the customer "PICC had been used with folfirinox (irinotecan, flv och oxaliplatin) instill erat alteplase.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is confirmed but the exact cause remains unknown. One 4 fr sl powerpicc solo catheter was returned for evaluation. The catheter extended up to the 29 cm depth marker. The distal segment of the catheter was also returned and extended from the 30 cm depth marker up to the 46 cm depth marker. Dried blood residues and evidence of use was noted on the device. The catheter was infused with water and a leak was noted at the proximal end of the catheter at the interface with the molded winged hub. Microscopic inspection of the break location revealed a partial circumferential split. The break surface was found to be rough and granular. The catheter was cut in order to measure the lumen diameter and wall thickness. The measurements were found to be within manufacturing specification. The duration of usage of the catheter is unknown. Based on the characteristics of the damage observed, possible contributing factors include repeated kinking of the catheter leading to material fatigue, damage during handling, and securement technique. Since a partial break in the catheter tubing was found to be the source of the leak, the complaint is confirmed.

Event description:
It was reported by the customer " they use it and flushed saline and the catheter was leaking. It was hole within the hub. The catheter was pulled out and they needed to place a new one." Additional information received 4/28/2023: it was reported by the customer "PICC had been used with folfirinox (irinotecan, flv och oxaliplatin) instillerat alteplase.